Event description:
It was reported that a pt underwent an obturator sling procedure to treat stress urinary incontinence on (B)(6) 2010. The pt experienced pain, erosion of her internal tissues, and she has undergone add'l surgeries and revisionary procedures. No add'l info is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.